Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set leaked insulin between the tubing and the infusion set. This occurred on two occasions in july 2015. The patient's blood glucose was "over 300 mg/dl". The infusion set lot number was not provided. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.